Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the air removal step. Technical support educated the customer to always ensure any gaps/air bubbles are removed from the cartridge and tubing and drops are observed at the end of the tubing when they complete the fill tubing step. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of the report, the customer had not addressed bg level. Customer reloaded the cartridge to resolve the issue.